Event description:
On (B)(6) 2010, the patient reported the up and down buttons on her insulin infusion device are not properly working. She stated the down button does not work and the up button responds intermittently. She stated the buttons pop up when pressed and her device has not been dropped. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.